Event description:
Pt contacted distributor vis-a-vis co on-call policy and procedure on sunday, 8/10/97 to report the following incident to the on-call certified diabetes nurse educator. On 8/2/97, pt was thrown into swimming pool, with insulin pump housed in pocket. Pt hit side of pool on impact. Pt felt symptomatic of hypoglycemia 2 hrs later, verified with a blood glucose reading of 27 mg/dl and treated it accordingly. He then checked pump to find syringe cartridge empty, which he states was filled with 315 units that morning. Pt states he drank sugared fluids and ate all day to combat excess insulin delivered, and needed assistance from his wife with a glucagon injection for hypoglycemia. Pt contacted MFR, distributor unable to verify results of this communication. Pt began using back-up pump and states on 8/9/97, he noticed an "07" alarm on this pump upon getting out of pool. He removed batteries, as per MFR written instructions, and noted compartment had compensation and a crack. Pt disconnected pump and began manual subcutaneous insulin injections, monitoring his blood glucose 8-10 times daily. Distributor recommended pt contact his dr immediately and the MFR. Disetronic loaner pump provided.